Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion due to friction to another device or patient anatomy was noted at 32.0cm to 32.4cm from the distal tip. Additionally, an internal insulation abrasion breaching the re cable lumen was noted at 8.1cm to 8.4cm from the distal tip. The etfe cable coating was intact.

Event description:
This report is to advise of an event observed during analysis.